Event description:
The following has been reported: biomed reported: alarm error: system idle failure - insafestate1 : (details: state flow system fault flow control status failure). Incident (B)(6) 2025. Tech notes: ran pump and got error on second test but not first test, ran pump again at later date and error did not appear. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a mechanical hardware failure (air compressor). The device had a pump alarm at start up and log files indicated a pneumatic valve actuation failure (valve 1). The device failed recharge test. The dynoflow air compressor is not functioning properly. The air compressor will be removed and replaced during the repair process. No other damage found.